Event description:
This case was initially received via regulatory authority ansm (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of lymphadenopathy ("adenopathy on uterine wall") and depression suicidal ("depression still, more severe with suicidal ideation") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced lymphadenopathy (seriousness criteria disability, medically significant and intervention required) with pelvic pain, menorrhagia ("very painful heavy menstrual bleeding"), dysmenorrhoea ("very painful heavy menstrual bleeding"), myalgia ("muscle pain"), dyspnoea ("shortness of breath"), breast pain ("breast pain with regular mammography monitoring and calcifications"), depression ("severe depression") and fibromyalgia ("fibromyalgia"). In (B)(6) 2016, the patient experienced depression suicidal (seriousness criterion medically significant). On an unknown date, the patient experienced breast calcifications ("calcifications"). The patient was treated with surgery (hysterectomy with resection of uterine cervix, uterus and tubes where essure inserts were removed). Essure was removed on (B)(6) 2017. At the time of the report, the lymphadenopathy, menorrhagia, dyspnoea, breast pain and breast calcifications outcome was unknown and the dysmenorrhoea, depression suicidal, myalgia, depression and fibromyalgia had resolved. The reporter provided no causality assessment for breast calcifications, breast pain, depression, depression suicidal, dysmenorrhoea, dyspnoea, fibromyalgia, lymphadenopathy, menorrhagia and myalgia with essure. The reporter commented: since hysterosalpingectomy, I no longer have pain. I can at last return to work. I have started doing hiking again. I can do dance again. My morale is back. In short, I am alive again. I am in the process of collecting all the medical proof and I will have the operative report on (B)(6) 2017. I never foresaw the risks with this system of sterilization and it has ruined my life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Gynaecological examination - in 2008: adenopathy on uterine wall. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2017 for the following meddra pt: lymphoadenopathy: n° 3 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.